Manufacturer narrative:
A connector portion of the lead measuring 11.8cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed on the right ventricular (rv) lead under fluoroscopy. The patient was referred to another surgeon for extraction of lead. On (B)(6) 2018, the patient went back for another lead extraction. This procedure failed and the lead disintegrated leaving fragments stuck in the rv. On (B)(6) 2018, the patient went for an open heart procedure to remove the rv led fragments. The fragments of the rv lead was removed successfully. The patient was stable.